Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the lap top ventilator 1000 was not properly delivering volumes while connected to a patient. The clinician tried to increase the pressure and the ventilator did not respond. The patient was immediately switched to another ventilator. At this time, it is unknown if there was any patient harm or injury associated with the reported event.

Manufacturer narrative:
Results of investigation: a vyaire third party service technician was unable to verify the customer's reported issue. The device passed all testing and met all vyaire manufacturer specifications.